Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the coronary artery. A 4.00x20mm promus premier drug-eluting stent was used. However, during the procedure, the shaft of the stent delivery system snapped in half and the break was 90cm from the marker band. The procedure was completed using a different device. No patient complications were reported.